Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided kidney biopsy, the device allegedly self-activated. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One maxcore biopsy needle was returned for evaluation. During evaluation the cannula fired automatically during the drop test. An x-ray showed insufficient cannula tang engagement, and upon disassembly both bumpers were found bent within the device housing. Based upon the cannula firing automatically the investigation is confirmed for cannula self-activation. However, the investigation is will remain inconclusive for the alleged stylet self-activation as functional testing was not completed due to the identified cannula self-activation. Per the reported event details, the device was dry fired prior to use. The instructions for use (IFU) states, "never test the product by firing into the air. Damage may occur to the needle/cannula tip." While a definitive root cause could not be determined based upon available information, dry firing the device may have contributed to the reported event. Additionally, the bent bumpers possibly contributed to the reported and identified issues. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. (Expiry date: 05/2020). (B)(4).

Event description:
It was reported that during an ultrasound guided kidney biopsy, the device allegedly self-activated. The procedure was completed with another device. There was no reported patient injury.